Event description:
It was reported on (B)(6) 2024 during a procedure it was noticed one of the holes on the straight sagittal split plate was larger than usual. When surgeon was trying to put the screws in the plate, the whole screw head went through the plate. Another plate was available and used to complete the procedure successfully. This report is for a straight sagittal split plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a depuysynthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.511.422, lot: 8386p43, manufacturing site: mezzovico, release to warehouse date: 03 november 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Subject device was returned for investigation. Visual analysis of the returned sample revealed that matrix sagittal split plate straig w/int was observed with slight damage at the left holes, however the threads of the two right holes were found stripped /deformed since material protruded from the base of plate. The implant was received without the original package, scratched on the surface were noted which indicating attempt to implantation. Per the matrixorthognathic surgical technique guide: precautions: tighten screws in a controlled manner. Applying too much torque to the screws may cause screw/plate deformation, or bone stripping. Higher drill speed rates can result in: thermal necrosis of the bone , soft tissue burns , an oversized hole, which can lead to reduced pullout force, increased ease of the screws stripping in bone, suboptimal fixation, and/or the need for emergency screws. A dimensional inspection for the matrix sagittal split plate straig w/int was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely during the torque to the screws. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrix sagittal split plate straig w/int would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -sagittal split plate straight short/intermediate/medium/long 1mm thick. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.